Manufacturer narrative:
Unknown taper . This event was reported by the patient. To date, apollo has been unable to confirm the reported events with the patient's physician. The reporter was asked to indicate the product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses possible outcomes of band slip, esophageal dilatation, vomiting, dehydration, nausea, and pain as follows: warning: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Esophageal distension or dilatation has been infrequently reported. This is most likely a consequence of incorrect band placement, over-restriction or stoma obstruction. It can also be due to excessive vomiting or patient noncompliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to reposition or remove the band if deflation does not resolve the dilatation. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection.

Event description:
Reported as: a patient with the lap-band system was reported to have "many slips and prolapses along with multiple hospitalization, I finally was able to get the band removed." Additional information provided from the patient: prolapsed band and severely dilated esophagus. At that time all fluid was removed. Patient had three subsequent fills. Patient had an emergency room visit two days after last fill for severe vomiting and dehydration. The fluid was removed from the band. The physician gave another fill, however two days later, the patient was back in the emergency room with severe vomiting and dehydration. A CT scan was performed which noted the band slipped. Some fluid was removed. Approximately three months later, the patient went back to the emergency room for nausea, vomiting and pain. The patient got another fill approximately one week after the emergency room visit. One week after this fill, the patient was back at the emergency room with a prolapsed band. The fluid was removed. Approximately three months later, patient received another fill. Approximately one and a half months after this fill, the patient went to the emergency room for nausea, vomiting and pain. The patient was then admitted into the hospital the following day. Patient had the lap-band system removed.